Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4194 implantable pacing lead - (B)(6) 2008; unknown competitor implantable pacing lead - (B)(6) 1998. (B)(4).

Event description:
It was reported that the alert triggered, and the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedances. The svc coil was turned off and defibrillation threshold testing was performed. A week later, the alert triggered for high svc coil impedances once more. The physician suspected that the patient had not been compliant with medications. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.